Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: on investigation, the display was found to be dim and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the contrast button was found to be unresponsive. The contrast button has no effect on insulin delivery. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.